Manufacturer narrative:
The customer reported leakage and returned 1 sample of material: 2426-0007, lot: 24115280. Upon initial visual examination, the set had no defects or abnormalities. The set was primed with water, but no leaks or issues were found with the set. All tubing connections were manipulated and tested for separations, and the set was loaded with water under hand pressure from a syringe, and the luer connection plugged, but no issues could be found. The complaint of leakage was unable to be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following: it was reported by customer that they had an incident with one of the bd alaris sets leaking.